Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that during the operation, the surgeon found a leak in the delta chamber.